Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple temperature alarms each time after the pump was plugged in to charge after 10-15 minutes. Reportedly, the pump felt hot to touch. There was no impact to the customers blood glucose level.